Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. Evaluation by welch allyn confirmed the reported "preamp reference fail" error message. Investigation isolated the cause of this failure to a cracked resistor on the main board. Replacing the resistor resolved this failure. In addition, factory service identified an intermittent "defib charge fail" error. We were not able to isolate the cause of this failure to the component level. We replaced the defib board to resolve this intermittent failure. The result of both of these errors render the device unusable. The device was repaired, passed all performance tests and was returned to the customer.

Event description:
It was reported that when the device was turned on the display showed "preamp ref fail ".